Event description:
It was reported that the support catheter broke prior to use on the pt. The catheter was removed from the hoop, flushed and then the distal end of the catheter was gently pulled on a few times, each time, the catheter broke at the pull site. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. One used seeker catheter was returned for evaluation. The catheter was clean with the distal portion of the catheter detached approximately 12.3 cm in length, from distal tip to break. The combined catheter length was measured and found to be within specification. The break on the catheter was examined closer under magnification (20x) and the break was not clean with evidence of stretching and ridges. The condition of the break is indicative of excessive force used on the catheter. No other anomalies were identified. The complaint investigation is confirmed for catheter break. It is unk if procedural issues contributed to the reported event. Based on the available info, the definitive root cause is unk. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.